Manufacturer narrative:
(B)(4). Explanted construct has not been returned to date for evaluation and root cause has not been identified. Patient post-operative activity levels and/or compliance with post-operative care instructions is unknown at this time. A follow-up report will be filed when new relevant information is available. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
During a routine follow-up visit 6 months following vuepoint fixation system implantation at the c2-c3 spine level it was noted that three of the four screws implanted had broken. The patient was reportedly asymptomatic. The initial construct consisted of single-level rod and screw placement without occipital plate placement. Revision surgery was performed on (B)(6) 2011. The construct at c2-c3 was removed. Correction included placement of an occipital plate and two-level rod/screw placement at c3-c5 spine levels.